Event description:
It was reported that during an axillary node disection procedure, the tissue pad detached from the device, fell into the pt and was retrieved. Another device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.